Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a balloon test, the tracheal tube cuff did not inflate and air leaked from the cuff. There is no report of serious injury or death associated with this event.